Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a transthoracic echocardiogram (tte) revealed trace paravalvular leak (pvl) and a mean gradient of 15 millimeters of mercury (mm hg). A pigtail was placed across the valve, as well as a separate pigtail in the ascending aorta, resulting in a gradient of 2 mmhg. Approximately 3 years and 7 months following, an echocardiogram was performed, revealing mild aortic stenosis, a mean gradient of 18 mmhg and continued trace paravalvular leak (pvl). Approximately 3 months later, a computed tomography (CT) was performed, leaflet thickening consistent with hypo attenuated leaflet thickening (halt). Two days following the CT, it was reported the valve failed due to the elevated gradient and aortic stenosis. The patient was hospitalized as a result.